Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit kept deflating inconsistently. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, d8, d9,g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Fse performed a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, cleared for clinical use. Returned to customer for clinical use.